Event description:
It was reported that the patient presented with pain in abdomen - went in for a laparoscopic exploratory - turned into an open procedure - infection, adherence to bowel, piece of ring was found floating in the abdomen.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.